Manufacturer narrative:
(B)(4). The device product is not sold in the us. Similar device sold in the us. A visual,functional ,and dimensional inspection could not be performed as no sample was returned for analysis. A device history record was performed on the injection hub and no relevant issues were identified. Refer to (B)(4) for DHR review. The instruction product label for the injection cap (B)(4) was reviewed as part of this complaint. It states the smartsite needle-free valve is designed to permit injection and aspiration of fluids without the use of needles and gives suggested techniques for ensuring a firm connection. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that when measuring the central venous pressure with the current valve (smartsite), the pressure is much higher than without a valve or with the q-site (from bd). The line could not be flushed. With all other valves, the pressure remains good and you can flush the line. This was a second attempt. First event documented in MDR# 3006425876-2017-00229.